Manufacturer narrative:
Insulin pump had blank display due to corrosion on lcd board and mother board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. No audio beep/noise anomaly noted. Unable to verify button keypad anomaly and numbers count up anomaly due to blank display. Insulin pump had corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 400mg/dl at the time of incident, customer states was not on pump but not for how long. Customer stated that the insulin pump buttons were not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump had blank display due to corrosion on lcd board and mb. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No audio beep or noise anomaly noted. Unable to verify button keypad anomaly and numbers count up anomaly due to blank display. Insulin pump had corroded motor home switch. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.